Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Under warnings, number 6 states, "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." Number 8 states, "retaining ring failure and/or disassociation, which may be due to impingement, fatigue, and/or wear, increases the probability of dislocation." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03984 / 03986).

Event description:
Patient underwent a hip revision procedure approximately 2 years post-implantation due to disassociation. The acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant products: biomet freedom constrained femoral head: catalog#: 11-107018, lot#: 021250. Biomet e-poly acetabular liner: catalog#: ep-108424, lot#: 389180. Biomet screw: catalog#: 103535, lot#: 470330. Biomet screw: catalog#: 103534, lot#: 863960. Biomet screw: catalog#: 103533, lot#: 745740. Biomet mallory head femoral stem: catalog#: cp154576, lot#: 553430.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Concomitant products: biomet freedom constrained femoral head: catalog#: 11-107018, lot#: 021250. Biomet screw: catalog#: 103535, lot#: 470330. Biomet screw: catalog#: 103534, lot#: 863960. Biomet screw: catalog#: 103533, lot#: 745740. Biomet mallory head femoral stem: catalog#: cp154576, lot#: 553430.